Event description:
The homecare provider reported that the pt felt the humidifier was getting too hot. Reportedly, when the homecare provider first visited the pt's home, they found no water in the humidifier and the circuit breaker tripped. The unit's heat setting was found to be set at 7. The homecare provider reset the circuit breaker and reset the heat setting to 5. The pt was instructed to try the unit again at the reduced setting. The pt reported that she woke up in the middle of the night and found the water in the humidifier was boiling and the air coming out was too hot. The pt turned the heat setting down to 2 but the unit eventually quit working. Although the pt complained of a sore mouth and throat, no serious injury occurred. The humidifier is being returned.